Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unknown breast surgery with an unknown silicone prosthesis experienced bilateral capsular contracture unknown grade post procedure. As a result, bilateral capsulectomy in addition to removal of devices and placing them back in the patient performed by the physician. Date of procedure is unknown. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This report is for one of the two prosthesis. Note: this event is a prior event to this: manufacturer report number 1645337-2020-09806.